Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was opened and visually inspected, and no defect was found. Receiver charge and boot testing was performed and failed. A pairing test was performed and failed. Functional testing was performed and failed. A review of the data log was performed and could not confirm the allegation because the reported device was not paired to a transmitter unit. The reported issue was not confirmed. The probable cause could not be determined. No additional event or patient information is available.